Event description:
This spontaneous case report received from a physician in united states on 18-jul-2013. It describes the occurrence of pregnancy with contraceptive device, device ineffective, lower back pain and legs hurt in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. No information given on patient's history, past drugs and concurrent conditions. It was not reported whether the patient received any concomitant medication. On (B)(6)-2012 the patient had essure (fallopian tube occlusion insert) inserted. Lot number, expiration date and indication of the product were not provided. It was not reported whether essure was used previously. On (B)(6)-2012 the patient had essure procedure and she had essure confirmation test on (B)(6)-2012. On an unspecified date patient reported pregnancy with contraceptive device (device ineffective) and her obgyn confirmed that the fetus is in her uterus. She also complained lower back pain and legs hurt. The outcome of the events was not reported. The relationship between events and essure was not reported. This case was converted from the conceptus database into argus on 27-sep-2013. The medical content of the case was not changed. Internal review on 07-nov-2013: this case was found to be a duplicate of cases (B)(4). All the duplicate cases will be deleted from bayer database. The reported information was merged into the following narrative. This pregnancy report has been reported by the physician, and multiple times by the same, (B)(4) female patient. The patient had 4 children. On (B)(6)-2012, the patient had essure (fallopian tube occlusion insert, lot number # 936683) implanted to prevent pregnancy. The hsg confirmation test took place in (B)(6)-2012, and patient was told she was 100% occluded. On (B)(6)-2013, patient reported that she became pregnant with essure (device ineffective), her gynecologist confirmed that the fetus was in her uterus. The patient had pain on left side and was not feeling well. On (B)(6)-2013, the patient reported that she was depressed since getting the essure. On (B)(6)-2013, the doctor confirmed a pregnancy at a gestational age of 6 weeks and 5 days. The patient was upset to be pregnant, she already had 4 children. She stated to not want to get rid of the child and it was a blessing from god yet she also says since now she is pregnant all of her plans for this coming year are ruined. She was planning on going to school. On (B)(6)-2013, the patient stated that essure failed in three ways, one coil had migrated out of body and she had constant pain and finally got pregnant with it. The pregnancy was ongoing and the second device was not removed. On (B)(6) the consumer stated she was going through hell and would like to know what bayer was going to do for her. She went to the emergency room and they did not even know what the essure was and how to treat her. She was going through hell and was scared until she can hold her baby in her arms. Her doctor told her to terminate her pregnancy but that was against her beliefs (her doctor informed her that her pregnancy was high risk because there are not any studies. Consumer stated the "tv station was coming back to speak to her to do a follow-up to her previous report on tv". On (B)(6)-2013, the consumer went for her 5 month check-up. She had a sonogram done and the essure coil on the left side could not be located. On (B)(6)-2013, the consumer reported that she was 20 weeks and 2 days pregnant, and during last check-up essure coil on left side could not be located. Consumer stated that she had already reported in (B)(6)-2013, that the right essure coil had expelled. The consumer had not recovered. Internal review on 04-sep-2014: this case was found to be a duplicate of (B)(4). (B)(4) will be deleted from bayer database. The following information was imported from (B)(4): information received from consumer via social media states that both essure were placed correctly at the time she became pregnant. Preliminary film of pelvis showed normal intestinal gas pattern. No soft tissue was seen. Essure wires were noted. On (B)(6)-2012 (discrepant information) the consumer had hysterosalpingogram performed for status post essure and it was showed uterine cavity filled well. The fallopian tubes were not opacified and there was no spillage into the peritoneal cavity. Impression was status post essure non patent fallopian tube. Consumer also reported that she is expecting after getting essure and her complication cannot find. It was also reported that essure created an unplanned pregnancy and many health problems. Additionally on (B)(6)-2014 consumer reported that ten months after insertion procedure, during a routine visit to her gynecologist, he noticed she was five weeks pregnant. The delivered occurred five months prior to this report ((B)(6)-2014). Doctors later found the right essure filament was not within her right fallopian tube, enabling her to get pregnant. Patient's initials were updated. Follow-up received on 10-sep-2014: no new clinical information. Follow up information from 20-oct-2014: ptc (product technical complaint) result was provided, (B)(4). Final assessment: lot number 936683; production: january 2012; expiration january 2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in (B)(4), design fmea for ess305. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". (B)(4) further ae case reports have been received to date in relation to batch no. 936683, of which one case refers also to similar lack of efficacy type of events. No unusual pattern could be identified. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 17-nov-2014: consumer stated via social media that she was injured by essure. She stated she was not happy. Follow-up information received on 25-mar-2015 no new clinical information provided. Follow up information received on 02-apr-2015: consumer stated via social media that her problems with essure were pregnancy and placed incorrectly. Follow-up received on 07-apr-2015: information received from consumer via social media states that she has a full house due to a very ineffective birth control essure. In addition, consumer reported that she is not able to sleep due to pain because her implant was placed incorrect. Internal review on 24-apr-2015: this case was found to be a duplicate of (B)(4). (B)(4) will be deleted from bayer database. The following information from case (B)(4) was added: on an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted for birth control. Reporter mentioned that consumer took 10 months for it to fail. On follow up information received of 05-nov-2014 the reporter sent an image of baby and stated that she was real like all failures of essure. The event pregnant was added. No further information was provided. On follow up information received of 17-apr-2015 the consumer stated via social media that she was a victim, that she had been harmed by essure. Follow-up information was received on 30-apr-2015. It was reported that essure harmed her body. No further information was provided. Follow-up received on 13-may-2015: consumer reported that she has been harmed by essure medical devices. Follow up information received on 23-sep-2015 and 25-sep-2015: the consumer stated via social media that esure caused her many problem and ther were still in the cloud and she was dealing with it day by day. She also reported that she had 2 side effects, pregnancy and wrong placement. Follow-up information received on 29-sep-2015 no new clinical information provided. Follow-up received on 29-feb-2016: reporter information was updated. Consumer stated that essure for her is equals pain, misinformation, bad marketing, pregnancy, hysterectomy and many more add on problems. Follow up 05-mar-2016: no new information was provided. Follow up information received on 27-mar-2016 from consumer via social media: the consumer stated she went to the ER and the doctors did not know about essure and she was still with her pain. Follow up information received on 27-apr-2016 from consumer via social media: she stated it was not fair to live with abdominal pain everyday. Follow-up received on 27-apr-2016: no new information. Follow up information was received on 06-may-2016: legal claim was received for this patient; this case is considered legal case from this date forward. After being implanted with essure, this plaintiff began to suffer from severe pelvic pain. She became pregnant and gave birth to a child after being implanted with essure. Also, one of her coils has migrated and will require surgery for removal. Follow-up information received on 19-may-2016: plaintiff stated that her only option is hysterectomy. Quality-safety evaluation of ptc received on 23-may-2016: (B)(4). Lot number: 936683. Production date: jan-2012. Expiration date: jan-2015. In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced high risk pregnancy with essure, could not locate the coil on the left side and it was also reported that one of her coils has migrated and will require surgery for removal. Patient gave birth in (B)(6)-2014. No information about the baby and delivery were reported. Upon receipt of follow-up, this case became legal. Could not locate the coil on the left side, initially interpreted as a device dislocation upon receipt of follow up information it was confirmed that it was a device expulsion. The events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place, also during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body). In this particular case, the consumer discovered that she was pregnant (got pregnant 1 year and 1 month after essure insertion) and that could not locate the coil on the left side, it migrated out of her body. Although it was previously reported that the right coil was in place, a discrepant information was received with follow-up information, since a surgery was required for removal for one coils which has migrated. It was assumed that this coil migrated was from right tube. Considering the reported events nature, they were considered as related to essure. This case is regarded as incident since device removal will be required. A product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. The outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 12-jul-2016 from consumer via health authority (case # mw5062960): reporter stated ten months after device was implanted she got pregnant with her fifth child. She had terrible pain during the pregnancy that resulted in preterm labor. After several follow ups, she finally had the baby successfully and currently, she is experiencing swelling of her abdomen and excruciating pain on her right side especially when she bent, her doctor said the only way out was hysterectomy which is risky. The device is still in her and incorrectly placed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced high risk pregnancy with essure, could not locate the coil on the left side (interpreted as expulsion) and it was also reported that one of her coils has migrated and will require surgery for removal. Patient gave birth in (B)(6) 2014. She had pain during pregnancy and had preterm labor. No information about the baby was provided. Upon receipt of follow-up, this case became legal. Device expulsion, device migration. High pregnancy risk and pregnancy with contraceptive device are listed while preterm labor is unlisted in the reference safety information for essure. There is a risk that the device could move out of fallopian tubes. This movement could be an expulsion (into uterus or out of the body) or migration, therefore a causal relationship between these events and essure inserts cannot be excluded. Since the exact onset date of dislocation and expulsion are unknown and the pregnancy occurred 1 year and 1 month after essure insertion, it is not possible to exclude a causal relationship with essure therapy either. Although unlikely, since part of essure coils are hanging into the uterine cavity, a mechanical interference of the device on the developing pregnancy cannot be excluded. This case is regarded as incident due to serious injury associated with essure. A product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. The outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 21-sep-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Follow up 06-oct-2016: patient reported via social media that she still had essure and right side pain in getting worse. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced high risk pregnancy with essure, could not locate the coil on the left side (interpreted as expulsion) and it was also reported that one of her coils has migrated and will require surgery for removal. Patient gave birth in (B)(6) 2014. She had pain during pregnancy and had preterm labor. No information about the baby was provided. Upon receipt of follow-up, this case became legal. Device expulsion, device migration. High pregnancy risk and pregnancy with contraceptive device are anticipated whereas preterm labor is unanticipated in the reference safety information for essure. There is a risk that the device could move out of fallopian tubes. This movement could be an expulsion (into uterus or out of the body) or migration, therefore a causal relationship between these events and essure inserts cannot be excluded. Since the exact onset date of dislocation and expulsion are unknown and the pregnancy occurred 1 year and 1 month after essure insertion, it is not possible to exclude a causal relationship with essure therapy either. Although unlikely, since part of essure coils are hanging into the uterine cavity, a mechanical interference of the device on the developing pregnancy cannot be excluded. This case is regarded as incident due to serious injury associated with essure. Product technical analysis was performed as review of the manufacturing batch record (complaint sample was not available). According to results, no similar ae case reports have been received to date in relation to the reported batch, and the reported medical events and lack of efficacy are not indicative of a quality deficit per se. However, a plausible relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5062960) on 18-jul-2013. The most recent information was received on 01-feb-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one of her coils has migrated/malposition of the device"), premature labour ("preterm labor"), device expulsion ("could not locate the coil on the left side / one coil migrated out of my body / expelled/ device expulsion"), pregnancy with contraceptive device ("high risk pregnancy with essure / unintended pregnancy"), haemorrhagic anaemia ("anemia/anemia due to blood") and uterine haemorrhage ("abnormal uterine bleeding") in a 37-year-old female patient (para 5) who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / essure failed in 10 months not good" on 31-may-2012. The patient's past medical history included multi gravida and parity 5 (date of births: (B)(6) 1998, (B)(6) 2004, (B)(6) 2005, (B)(6) 2011, (B)(6) 2014). Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced depression ("since getting the essure she has been depressed"). In (B)(6) 2013, the patient experienced high risk pregnancy ("high risk pregnancy with essure / high-risk pregnancy with intense pain") with complication associated with device. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), fatigue ("fatigue") and haemorrhagic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, premature labour (seriousness criteria medically significant and intervention required), fear ("was going through hell and was scared"), general physical health deterioration ("many health problems"), injury ("injured"), device deployment issue ("implant was placed incorrect"), abdominal distension ("swelling of her abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and procedural pain ("severe and persistent pain as a result of the essure implantation"). On an unknown date, the patient experienced back pain ("lower back pain") and pain in extremity ("legs hurt"). On an unknown date, the patient experienced malaise ("not feeling well") and anxiety ("was going through hell and was scared"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with iron. Essure was removed. In (B)(6) 2014, the pregnancy with contraceptive device and high risk pregnancy had resolved. At the time of the report, the device dislocation, premature labour, uterine haemorrhage, fear, injury, device deployment issue, tooth disorder, dysmenorrhoea, fatigue, haemorrhagic anaemia, alopecia, migraine, headache, vaginal haemorrhage, menorrhagia and procedural pain outcome was unknown, the device expulsion, back pain, pain in extremity and abdominal distension had not resolved and the malaise, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal distension, alopecia, haemorrhagic anaemia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, fear, general physical health deterioration, headache, high risk pregnancy, injury, malaise, menorrhagia, migraine, pain in extremity, pregnancy with contraceptive device, premature labour, procedural pain, tooth disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: pt lost one coil from her ovary last week during her bowel movement. Pt is paranoid. Coil was seen in toilet. The right essure filament is not within the right fallopian tube, located cephalad and posterior to the right fallopian tube origin and isthmic segment. The cervical canal appears normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs received - new events, "abnormal uterine bleeding, dental problems, dysmenorrhea (cramping), fatigue, anemia/anemia due to blood, hair loss, migraines, headaches, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and procedural pain were added. New reporter were added. Lab data were added. Historical and concomitant conditions were added. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". On (B)(6) 2018: following company internal coding review, the previous reported event anemia/ anemia due to blood was recoded to the meddra llt: hemorrhagic anemia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5062960) on 18-jul-2013. The most recent information was received on 09-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her coils has migrated/malposition of the device"), premature labour ("preterm labor"), device expulsion ("could not locate the coil on the left side / one coil migrated out of my body / expelled/ device expulsion/ expulsion of essure device"), pregnancy with contraceptive device ("high risk pregnancy with essure / unintended pregnancy"), uterine haemorrhage ("abnormal uterine bleeding") and haemorrhagic anaemia ("anemia/anemia due to blood") in a 37-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / essure failed in 10 months not good" on (B)(6) 2012 and device deployment issue "implant was placed incorrect". The patient's medical history included multi gravida and parity 5 (date of births: (B)(6) 1998, (B)(6) 2004, (B)(6) 2005, (B)(6) 2011, (B)(6) 2014). *(B)(6) 2012, (B)(6) 2012 (discrepancy noted) per pfs hsg, results: occluded/nonpatent fallopian. On unspecified date: x-ray: normal intestinal gas pattern, no soft tissue was seen and essure wires were noted. On (B)(6) 2014, hysterosalpingogram showed, 1. The endometrial cavity and the cervical canal appear normal. 2. Successful occlusion of the left fallopian tube after previous essure filament placement. 3. The right essure filament is not within the right fallopian tube. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced depression ("since getting the essure she has been depressed"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient was found to have a high risk pregnancy ("high risk pregnancy with essure / high-risk pregnancy with intense pain") with complication associated with device. In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and haemorrhagic anaemia (seriousness criterion medically significant). In 2018, the patient experienced rash ("allergic or hypersensitivity reaction type: rashes all over on her stomach, arms, legs, itchiness and scalp sensitivity,"), pruritus ("allergic or hypersensitivity reaction type: rashes all over on her stomach, arms, legs, itchiness and scalp sensitivity,") and pain of skin ("scalp sensitivity"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, premature labour (seriousness criteria medically significant and intervention required), fear ("was going through hell and was scared"), general physical health deterioration ("many health problems"), injury ("injured"), abdominal distension ("swelling of her abdomen") and procedural pain ("severe and persistent pain as a result of the essure implantation") and experienced malaise ("not feeling well") and anxiety ("was going through hell and was scared"). On an unknown date, the patient experienced back pain ("lower back pain") and pain in extremity ("legs hurt"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, premature labour (seriousness criteria medically significant and intervention required), fear ("was going through hell and was scared"), general physical health deterioration ("many health problems"), injury ("injured"), abdominal distension ("swelling of her abdomen") and procedural pain ("severe and persistent pain as a result of the essure implantation") and experienced malaise ("not feeling well") and anxiety ("was going through hell and was scared"). The patient was treated with iron, rest and hot showers, treatment of cavities and tooth decay, etc and sonograph. Essure was removed. In (B)(6) 2014, the pregnancy with contraceptive device and high risk pregnancy had resolved. At the time of the report, the device dislocation, premature labour, uterine haemorrhage, haemorrhagic anaemia, fear, injury, tooth disorder, dysmenorrhoea, fatigue, alopecia, migraine, headache, vaginal haemorrhage, menorrhagia, procedural pain, rash, pruritus and pain of skin outcome was unknown, the device expulsion, back pain, pain in extremity and abdominal distension had not resolved and the malaise, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal distension, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, fear, general physical health deterioration, haemorrhagic anaemia, headache, high risk pregnancy, injury, malaise, menorrhagia, migraine, pain in extremity, pain of skin, pregnancy with contraceptive device, premature labour, procedural pain, pruritus, rash, tooth disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: pt lost one coil from her ovary last week during her bowel movement. Pt is paranoid. Coil was seen in toilet. The right essure filament is not within the right fallopian tube, located cephalad and posterior to the right fallopian tube origin and isthmic segment. The cervical canal appears normal. Discrepancy noted in essure insertion date (B)(6) 2012 versus (B)(6) 2012 per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Event: sensitive scalp , allergic or hypersensitivity reaction type: rashes all over on her stomach, arms, legs, itchiness were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5062960) on 18-jul-2013. The most recent information was received on 01-feb-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one of her coils has migrated/malposition of the device"), premature labour ("preterm labor"), device expulsion ("could not locate the coil on the left side / one coil migrated out of my body / expelled/ device expulsion"), pregnancy with contraceptive device ("high risk pregnancy with essure / unintended pregnancy") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient (para 5) who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / essure failed in 10 months not good" on (B)(6) 2012. The patient's past medical history included multi gravida and parity 5 (date of births: (B)(6) 1998, (B)(6) 2004, (B)(6) 2005, (B)(6) 2011, (B)(6) 2014). Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced depression ("since getting the essure she has been depressed"). In (B)(6) 2013, the patient experienced high risk pregnancy ("high risk pregnancy with essure / high-risk pregnancy with intense pain") with complication associated with device. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), fatigue ("fatigue") and anaemia ("anemia/anemia due to blood"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, premature labour (seriousness criteria medically significant and intervention required), fear ("was going through hell and was scared"), general physical health deterioration ("many health problems"), injury ("injured"), device deployment issue ("implant was placed incorrect"), abdominal distension ("swelling of her abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and procedural pain ("severe and persistent pain as a result of the essure implantation"). On an unknown date, the patient experienced back pain ("lower back pain") and pain in extremity ("legs hurt"). On an unknown date, the patient experienced malaise ("not feeling well") and anxiety ("was going through hell and was scared"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with iron. Essure was removed. In (B)(6) 2014, the pregnancy with contraceptive device and high risk pregnancy had resolved. At the time of the report, the device dislocation, premature labour, uterine haemorrhage, fear, injury, device deployment issue, tooth disorder, dysmenorrhoea, fatigue, anaemia, alopecia, migraine, headache, vaginal haemorrhage, menorrhagia and procedural pain outcome was unknown, the device expulsion, back pain, pain in extremity and abdominal distension had not resolved and the malaise, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal distension, alopecia, anaemia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, fear, general physical health deterioration, headache, high risk pregnancy, injury, malaise, menorrhagia, migraine, pain in extremity, pregnancy with contraceptive device, premature labour, procedural pain, tooth disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: pt lost one coil from her ovary last week during her bowel movement. Pt is paranoid. Coil was seen in toilet. The right essure filament is not within the right fallopian tube, located cephalad and posterior to the right fallopian tube origin and isthmic segment. The cervical canal appears normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified . Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs received - new events, "abnormal uterine bleeding, dental problems, dysmenorrhea (cramping), fatigue, anemia/anemia due to blood, hair loss, migraines, headaches, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and procedural pain were added. New reporter were added. Lab data were added. Historical and concomitant conditions were added. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.